Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified popliteal artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced over the wire for peripheral vascular disease. During the procedure, the balloon burst. The device was removed from the patient without any fragments left, and the procedure was completed using alternate method. There was no patient complications noted as a result of this event.

Manufacturer narrative:
Device evaluation by manufacturer: the coyote balloon device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 18.5cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified popliteal artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced over the wire for peripheral vascular disease. During the procedure, the balloon burst. The device was removed from the patient without any fragments left, and the procedure was completed using alternate method. There was no patient complications noted as a result of this event.